Manufacturer narrative:
On december 20, 2024, mentor became aware that the patient experienced left side rupture, and bilateral capsular contracture; baker grade ii. Hence corresponding fields have been updated on this form. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 31, 2024, mentor became aware that the right side was discarded. Hence, field h6 for type of investigation has been updated to "device discarded". Mentor received further confirmation on january 2, 2025 that the left side device was ruptured, right side rupture was reported in error, and patient had bilateral removal only surgery on december 20, 2024. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old female patient underwent primary breast augmentation with 475cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed after in the office. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).